Event description:
Pt reported obtaining back-to-back glucose results of 317 mg/dl and 111 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.